Event description:
It was reported by service report that the brakes were not holding. It is unknown to the customer if there was patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake cam.